Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.mixer ln:9d59-02; arc 8k rgt prb ln:1g47-01.

Event description:
The customer states that one patient sample generated an architect c8000 multigent lithium assay result of >3.509 mmol/l. The customer tested a 1:2 and a 1:5 dilution of the sample and generated final results of 1.146 and 0.837 mmol/l respectively. The customer tested the initial sample a second time (non-diluted) and generated a result of 0.674 mmol/l. No suspect results were reported from the lab. There was no impact to patient management reported.